Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled (B)(6) 2010. On (B)(6) 2010, the pt experienced severe sciatic pain. The pt believed the pump was stalled. Per the reporter, "they think he had a possible stroke." On (B)(6) 2011, the pt was at home and his status was "fair."